Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, peri-implantitis (2024_1602, 2024_1603 and 2024_1604 are same patient).